Manufacturer narrative:
B1 product problem was inadvertently omitted on the initial report and therefore section b1 was corrected, repopulated accordingly to align with the reported event. H6 type of investigation code b22 was updated as it was omitted on the supplemental report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 65-year-old female undergoing support for postcardiotomy cardiogenic shock (pccs), with a pre support clinical state consistent with scai shock stage e, required emergent insertion of an impella 5.5 device via direct right sided surgical aortic access. During the emergent insertion, damage to the coronary sinus occurred, requiring primary suture repair. The purge system subsequently demonstrated high purge pressure with flow saturation, and alarms for high purge pressure/purge system blocked were triggered. Troubleshooting steps¿including reduction of p level, purge cassette replacement, and monitoring motor current¿did not resolve the purge blockage. No tubing kinks were observed. Given persistent purge blockage, the device was removed. Upon removal, the motor housing became caught on the graft, and the graft remained attached to the device; the pump and purge cassette were designated for return. Due to the coronary sinus injury, the device could not be replaced. Additional contributing factors included clot entrainment and the emergent nature of the insertion. The patient experienced vascular injury attributed to the impella, which required vessel repair and blood replacement. Act values around the time of the event were approximately 200 seconds. The pump was implanted on (B)(6) 2026 at 16:45 and explanted on (B)(6) 2026 at 10:49. The reported failure modes¿coronary sinus vessel perforation and high purge pressures due to a purge system blockage¿were associated with emergent device insertion and clot entrainment. These conditions ultimately necessitated device removal, and replacement was not feasible due to vessel damage requiring repair. The patient survived the procedure and explant.

Manufacturer narrative:
D1 brand name was revised. H6 codes a140505, f2303 and f19 were inadvertently omitted on the initial manufacturer device report number.

Manufacturer narrative:
Updated information: d4 catalog number updated. D9 device return date added.